Event description:
One pump was returned for repair. There was unknown patient involvement. Analysis of the device found a damaged downstream occlusion seal.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded. Functional testing was performed, and the pump passed. The investigation determined that the dso seal was damaged. The dso seal was replaced.